Manufacturer narrative:
H3, h6: the product and packaging were returned for evaluation. The visual inspection performed on the returned product/packaging revealed that, the item looks like the seal has been physically opened, it is not a a seal failure. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. No similar events were found in the complaint history, therefore this would suggest it is an isolated event. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there have been no previous escalated actions for the part number and failure mode reported. The supplier stated that, the manufacturing process was reviewed and there was no issues found in the process that would have caused the reported event. The controls in place were reviewed and found to be adequate. Also both kits are manufactured at different sites of manufacture, therefore they are not connected through manufacturing. A factor that could contribute to the reported event include damage of the packaging during shipping/transit or storage. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that; it was evident that one (1) renasys ab drsg kit w softport and one (1) renasys tch 800ml canister w sld were open. As this was noticed upon inspection, there was no patient involvement.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.